Event description:
The customer reported that the proximal pressure sensor autozero failed alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit removed from patient without incident, no patient harm. The customer contacted product support and states unit alarmed proximal pressure sensor autozero failed message on screen while on patient, unit removed from patient without incident, no patient harm. Data acquisition (da) printed circuit board assembly (pcba) was recently replaced by customer during last service product support advised customer that (da)-solenoid pin may not be aligned. The customer acknowledged and requests onsite service for repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) solenoid 3 & 4 needed to be replaced. Part consumed solenoid valve.

Manufacturer narrative:
H10: a replaced solenoid valve was received at the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech visually inspected the solenoid and verified a broken port on the solenoid due to physical damage. The pil tech determined that no further investigation was required. The faulty solenoid valve was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: (device) problem code grid & evaluation results code grid have been corrected to reflect the device issue and the correct results code.